Event description:
During evaluation of a returned homechoice machine, one increased intra-peritoneal volume (iipv) event was identified. This occurred in the therapy initiated on (B)(6) 2013, during night drain cycle four. The patient's ultrafiltration reading was 485ml, indicating the home patient (hp) drained 485ml more than their maximum programmed fill volume of 800ml. No additional information is available.

Manufacturer narrative:
(B)(4). During the event history log review, an increased intra-peritoneal volume event was identified. The cause of the issue was determined to be one or more cycle advances to the next fill when a slow or no flow occurred, above the minimum drain volume threshold. Should additional relevant information become available, a supplemental report will be submitted.